Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped on pacing and sensing portion due to unknown circumstances. The field representative inquired about a discrepancy identified in the documents of this implanted system configuration. This rv lead was confirmed to be surgically abandoned by the field representative. No additional adverse patient effects were reported outside the revision procedure.